Event description:
It was reported that the device was checked prior to changeout for an upgrade. The interrogation found that no impedance trend for the atrial lead was recorded. The atrial lead measurements were normal via the old and new devices and the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that the lead impedance trend is not recorded in trend data.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action and analysis is pending. (B)(4).